Event description:
On (B)(6) 2014, the lay user/patient in (B)(6) contacted lifescan to report the onetouch verio iq meter was giving inaccurately high readings. On (B)(4) 2014 the customer service agent spoke with the patient to obtain and verify information. On (B)(6) 2014 at 7:16 am the patient obtained the fasting blood glucose reading of 13.0 mmol/l on the reported meter, and a reading of 2.9 mmol/l on a backup onetouch ultrasmart meter within 30 minutes. The patient¿s usual morning blood glucose reading is 6.0 mmol/l. At that time, the patient was experiencing the symptoms of sweating, thirst and rapid heartbeat. The patient administered self-treatment by consuming candy and a meal and felt better afterwards; he did not seek any medical attention. The patient manages his diabetes with apidra insulin 10.0 units with meals and lantus insulin 30 units to 40 units per day and the oral diabetes medication metformin 1000 mg x2/day. The patient noted that on the evening prior to this event, on (B)(6) 2014 he followed his usual diabetes routine. The patient was unable to provide his blood glucose readings or insulin doses taken on the evening prior to the event. The patient was unable to provide a possible cause of his hypoglycemic symptoms. The patient¿s test strips were no longer available, therefore, no troubleshooting could be performed. The meter was replaced. The patient¿s actions, insulin doses and blood glucose readings prior to the onset of symptoms are not known. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the reported meter and obtaining an elevated reading, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/09/2014). The patient¿s meter has been returned on 8/25/2014 and evaluated by lifescan product analysis on 8/27/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.